Event description:
On (B)(6) 2022 accelus was informed of a complaint on a flarehawk9 implant. The original surgery was a plif at l3/l4 and took place on (B)(6) 2021. It was reported that during a follow up visit it was confirmed under radiographic imaging that the entire construct had migrated out of the level. As a result, a revision surgery was performed on (B)(6)2022 to remove the migrated construct. The level was then filled with allograft and the procedure was completed without complication. No additional patient harm was reported. The removed construct was discarded at the hospital and not available for return.